Manufacturer narrative:
This report is submitted on november 06, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to open circuits. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 12, 2024.